Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 08/02/2016 and confirmed the reported loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A pairing test was performed and the test passed. A review of the shared data log confirmed the reported event of a loss of connection.